Event description:
It was reported that a patient underwent a gynecological procedure approximately ten years ago and mesh was implanted. The patient reported experiencing chronic lower back, pelvic, hip and leg pain. There was no follow up appointment. As of (B)(6) 2022, the patient reported suffering from chronic lower back pain, hip/groin pains, pains down both legs and inability to sit for long periods of time. The patient is on pain medication, attending pain management consultant in a different hospital and also had steroid and botox injections with little relief. MRI of the spine was performed and patient was told mostly ¿wear & tear¿. Hip x-ray was performed for possibility of arthritis of the hip, but nothing showed up. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.